Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom part of insulin pump came off and it stopped working .the customer blood glucose level was unknown. The customer stated that the insulin pump was broken and customer was unable to go through troubleshooting for damage. The insulin pump will be returned for analysis.